Event description:
During returned product eval, it was noted that the tubing on five units was broken at the bond to the y-site. The customer initially reported that the product was leaking at the tubing to the y-site.